Event description:
It was reported to ventec that the device unexpectedly powered off during use. There was patient involvement associated with the reported event. A respiratory therapist (rt) responded to the ventilator alarming when they observed that it was ¿turning on and off multiple times by self.¿ a second rt also responded to the ventilator alarming and they provided the patient with manual ventilation while the first rt obtained a backup ventilator for the patient to be placed on. There were no reports of patient harm as a result of the reported issue, however, medical intervention was required to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off and on by itself (rebooting) was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.